Event description:
It was reported that the patient had pericardial effusion four days post implant. The effusion was presumed to be due to the right atrial (ra) lead; however, both the right atrial (ra) lead and the right ventricular (rv) lead were repositioned. The leads remaining use. No further patient complications have been reported as a result of this event.